Event description:
Consumer reports testing and receiving a reading of 25 and less than one minute later, got a 98. Analysis run on clark error grid using mean avg reading (62) as ref. Point vs bd reading 25, 98 yielded data points in the d range of the grid, outside of acceptable limits.